Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between pd therapy on the liberty select cycler and the event of bloating and difficulty breathing. However, there is no documentation to show a causal relationship between the event and the liberty select cycler. During follow up with the pdrn it was noted that the patient was able to complete treatment on the cycler after the reported power failure. There is no allegation of a machine malfunction or deficiency reported for this event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) of being hospitalized for bloating and difficulty breathing. No hospital course is known. It is unknown if or when the patient was discharged. It is unknown if there was any device malfunction contributing or causing the alleged event. Additional information was solicited.